Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump error. Customer reported that they received the open book image on the insulin pump screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned insulin pump for an alleged critical pump error (open book image) alarm and crack on the battery compartment found on event date (B)(6) 2021. Device perform visual inspection and pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Tested with a test p-cap and the test p-cap locked in place properly. Successfully downloaded history files and traces using thus. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Unit was monitored and functioning properly. No unexpected critical pump error (open book) noted during testing. Critical pump error (open book image) alarm, pump error 63 alarm (variable info = 15) were recorded and found in the formatted history files on event date: (B)(6) 2021 19:49:31.000 fault number = hardware error alarm (63) variable info = 15 due to rf driver anomaly, suspected on hw. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, force sensor, motor or vibrator assembly noted. Critical pump error (open book image) alarm confirmed due to pump error 63 alarm. Critical pump error (open book image) alarm, pump error 63 alarm due to rf driver anomaly, suspected on hw. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.